Event description:
A user facility reported that an intraocular lens (iol) was inserted then removed due to a torn capsular bag. The tear occurred while the lens was being positioned. Another iol was implanted. Additional information has been requested.